Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump has lines running through the display and the up and down buttons does not work. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device displayed properly and no missing segment and partial display anomaly or back light anomaly noted during testing. The device had intermittent buttons response due to flattened up and down buttons dome switch. No unlocked lcd keypad connector noted. However, the device alarmed motor error during rewind due to corroded the motor home switch.